Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2010, it was reported that the pt had a kidney stone 2 years ago and lost 25 pounds. Since then, she had pain on the side where the pump was implanted. The physician would not do surgery, because her insurance wouldn't cover it. The insurance would only cover for a pump replacement, so the physician wouldn't replace the pump until the pump alarm went off. The device system was used to deliver morphine. In late november, it was reported that the pt had an inflammatory mass. Additional info has been requested a follow-up report will be sent if additional info becomes available.